Event description:
The service report shows that while performing an unrelated service on the device, the nellcor puritan bennett customer support engineer (cse) noted that the audio alarm was intermittent when turning the alarm volume knob. The cse inspected the device and replaced the auxilliary harness assembly. The unit passed extended self testing. This report is not an admission by nellcor puritan bennett that this device caused or contributed to the event alleged in this report.